Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate of the customer reported that inaccurate readings were obtained on the contour next link meter. The customer self-medicated based on the low readings and experienced adverse reactions. No specific readings have been provided. No additional information was provided about the event. The customer has been advised to return the test strips for evaluation. Replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.